Event description:
The customer reported that the rotator broke during use. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the evaluation has not been completed. The customer did not specify if this was the initial use of the device. A follow-up report will be submitted when the evaluation has been completed. Evaluation: a follow-up report will be submitted when the evaluation has been completed.